Event description:
Customer reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any malfunction code recurs.